Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to a 'hi' readings obtained on a competitor brand device and experienced dry mouth. As a result, the customer self-treated with 8 iu of humalog. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 3.10 mmol/l was compared to a competitor brand meter result of 22.0 mmol/l. The length of sensor wear was 3 days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.